Event description:
Patient reports she has pain and cracking in both knees since her bilateral surgeries in (B)(6) 2010. Surgeon implanted patellas. Patient says she has fluid in her knees and gets injections, takes pain medication and goes to physical therapy. When patient's knees hurt, she uses braces. Patient has tendinitis.

Manufacturer narrative:
Catalog number and lot codes of other device listed in this report:cat # 5530-g-311 lot # mje95w description: triathlon cr x3 tibial insert mje95w. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon asymmetric x3 patella was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿there is no evidence that this patient¿s chronic bilateral knee pain is due to factors of faulty prosthetic design, manufacturing, or materials. Her last documented diagnosis of (B)(6) 2013 was bilateral patellar tendinitis and x-rays on that date demonstrated no prosthetic component related abnormalities.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: a review of the provided records by a clinical consultant indicated there is no evidence that this patient¿s chronic bilateral knee pain is due to factors of faulty prosthetic design, manufacturing, or materials. Also it was noted that the last documented diagnosis of (B)(6) 2013 was bilateral patellar tendinitis and x-rays on that date demonstrated no prosthetic component related abnormalities. The reported event noted patient has ¿cracking¿ but medical records provided to clinical consultant only noted pain before and after resurfacing of patella was experienced by the patient. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient reports she has pain and cracking in both knees since her bilateral surgeries in (B)(6) 2010. Surgeon implanted patellas. Patient says she has fluid in her knees and gets injections, takes pain medication and goes to physical therapy. When patient's knees hurt, she uses braces. Patient has tendinitis.